Event description:
A peritoneal dialysis (pd) patient reported observed a fluid leak from the cycler set stay-safe pin connector during fill 1 of treatment. The patient immediately clamped the line and cancelled treatment. The patient was advised to resetup supplies after the failure. Upon follow up with the patient, it was reported the leak was coming from the location of the pin on the stay-safe pin connector nearest to end of the patient line. The patient confirmed there was no fluid within or on the cycler. There was no physical damage observed on the cycler set. The pin remains on the set but is loose. There was no adverse event, serious injury, nor medical intervention as a result of this event. The patient was able to complete treatment after resetting up supplies. The reported set is available and shipping supplies were sent to the customer so that it can be returned for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported observed a fluid leak from the cycler set stay-safe pin connector during fill 1 of treatment. The patient immediately clamped the line and cancelled treatment. The patient was advised to resetup supplies after the failure. Upon follow up with the patient, it was reported the leak was coming from the location of the pin on the stay-safe pin connector nearest to end of the patient line. The patient confirmed there was no fluid within or on the cycler. There was no physical damage observed on the cycler set. The pin remains on the set but is loose. There was no adverse event, serious injury, nor medical intervention as a result of this event. The patient was able to complete treatment after resetting up supplies. The reported set is available and shipping supplies were sent to the customer so that it can be returned for physical evaluation.